Event description:
Customer reported a crack on the battery compartment of his insulin pump. The customer also stated there was a missing piece in the battery compartment. Customer's blood glucose 173 mg/dl. Customer was advised his insulin pump needed to be replaced. No additional information provided.

Manufacturer narrative:
Pump received with minor scratched display window. Unit received cracked case display window corner. Unit received with broken battery tube threads. Pump received with cracked reservoir tube lip.